Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by patient's attorney. Medical devices: item number: 11-173665, item name: m2a femoral head, lot number: 042190, item number: rd118860, item name: m2a acetabular cup, lot number: 777390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04327 , 0001825034 - 2018 - 04328. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient experienced excessive blood loss during revision surgery requiring IV fluids and blood products. It was noted the surgery required additional time due to patient's morbid obesity. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.